Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device lacked strength. An air leak was detected. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4)> conclusion summary: on (B)(6) 2017, it was reported that the device lacks strength; in a revision an air leak was detected. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number(B)(4) one time as documented in the vdoc service portal. The last repair was on august 31, 2015 where it was reported that device requires a service and motor, eccentric shaft, air lever, reciprocating arm were replaced. This is not a related issue. Product review of the air dermatome by medicrea on november 28, 2017 revealed that the motor was corroded and blocked the axis to corrosion. The motor sleeve and the machine head were damaged. The lever was from the old version and there was no leakage on the air hose. Repair of the air dermatome was not performed by medicrea since the customer denied the quote for repair. It was noted that the customer bought a new device and the old device was returned to the customer unrepaired. The product was then returned again on april 11, 2018 and the customer decided to proceed with the repair. Product review of the air dermatome by medicrea on april 16, 2018 revealed that the motor was corroded and blocked the axis to corrosion. The motor sleeve and the machine head were damaged. The lever was from the old version and there was no leakage on the air hose. Repair of the air dermatome was performed by medicrea on may 11, 2018 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, machine head, lever and fine adjustment cam. Air dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the device lacked strength was confirmed since during the product review by medicrea it was noted that the motor was corroded and blocked. The reported event that there was an air leak was non-verifiable since during the product review by medicrea it was noted that no leakage could be found on the air hose. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the motor was corroded and blocked and it was also noted that no leakage could be found on the air hose. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device lacks strength, there was an air leak detected. On november 2, 2017, it was clarified that the issue occurred kit inspection. The event was not identified upon opening the devices, before use or during the first ever use. The dermacarrier was at room temperature during use and the device was not repaired by anyone other than zimmer biomet. There was no harm, injury or adverse events associated with the failure. There was no extension or delay to the procedure and the surgical procedure was followed. The customer returned an air dermatome device, serial (B)(4), for evaluation. Medicrea has previously repaired/evaluated air dermatome serial (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device doesn¿t cut well and the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, and vespel sleeve bearings were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by medicrea revealed that the motor was corroded and blocked the axis to corrosion. The motor sleeve and the machine head were damaged. The lever etched was from the old version. There was no leakage on the air hose. Repair of the air dermatome was not performed by medicrea since the customer denied the repair quote. The customer bought a new device. The reported device was returned to the customer. The reported event ¿the device lacks strength¿ was confirmed since the motor was corroded, which could make the device run under specification. The reported event ¿there was an air leak detected¿ was non-verifiable since there was no air leak on the air hose. The root cause of the device lacking strength was due to the corroded motor. The root cause of the air leakage could not be determined with the provided information since there was no air leak on the hose. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.